Event description:
The haptic bent as the lens was implanted in the patient's eye. The incision was enlarged to remove and replace with a back up lens.

Manufacturer narrative:
See MDR 1920664-2009-00332 for the intraocular lens used with this delivery device.